Manufacturer narrative:
An ocd field engineer (fe) arrived at the customer site and performed the reader camera adjustment and made a reference image. The fe ran wadd diagnostics to test provue. The customer ran and accepted qc results. Repairs have returned the instrument to expected operation. (B)(4).

Event description:
The ortho provue missed an antibody that was detected in manual gel. No incorrect or erroneous results were reported.